Event description:
Ra lead may have been damaged during the cs lead extraction, so ra lead was removed and replaced as well. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).